Event description:
The complainant has reported that a patient (age and gender unknown) underwent a theapeutic procedure for banding of esophageal varicas. The speedband superview super 7 multiple band ligator device misfired (prior to the handle being engaged0 causing the bands to prematurely deploy. During a subsequent attempt the clinician stated that the handle of the second device would not rotate. A competitors device was then utilized to successfully complete theprocedure. The patient did not sustain any reported complications or ill effects as a result of the issue. Please note associated medwatch reports 6000048-2006-00306.